Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the customer had misused the product and jammed the lower gantry cover against patient bed. This made the cover concave and inhibit the motion of rotor. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that a spin was taken today during a case, but the physician wanted a clearer image. They attempted to take a second spin, but the system stopped about half way through after making a loud clicking noise, which also caused the gantry to shake. The detector would never go past about "6 o'clock". Surgeon used the first scan to continue case. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.